Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "red cell - underinfusion". According to the customer: "under infusion - blood remaining in bag at the end of the infusion. Principal critical care technologist in (B)(6) hospital received complaints from in house that eight blood transfusions had issues since (B)(6) 2020. These issues were investigated by the (B)(6), no issues were found to exist, however, b braun had not been contacted until 18-may-21 about any of these issues. The issue occurs with red cells and there is no line issues to report. In each case the transfusion is connected, volume is put into the pump for 3.5 hrs. The rates are calculated and at the end the pump indicated that the volume is complete but there is fluid left in the bags. Information on each case requested. 258mls red cells. Transfusion to be given over 3.5 hours. Rate set at 73.72ml/hr. End of transfusion approximately 30-40mls remained in bag. Issue occurred on (B)(6) 2021 in the (B)(6). Administered by nursing staff. No patient harm. Line details unknown. Mls of red cells is the volume stated on the front of the red cell unit to be transfused. Each incident the patient was authorised one unit, not a specified volume. Trust policy states that the line is to be primed with blood, and there was no indication that any other priming fluid was used prior to commencing the transfusions."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in melsungen: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The described infusion could not be found in the device history. The last infusion was investigated. No abnormalities were found in the device history. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,50%. The device was delivered with a drop sensor from the service repair shop. 2.6 the drop sensor was checked according to the technical safety check. No malfunction could be detected. 2.7 the device was disassembled, and the inside was investigated. It could be found liquid residues and the bottom inner frame, and the emc protection shield are damaged by liquid. No other damage was found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. The damage parts are damage by liquid.